Manufacturer narrative:
D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leakage from "root connection". There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received with original package, in used condition. Per visual inspection, there was delamination in the joint between the connector and tube. Per functional testing, a leak test was performed in which the device failed. The complaint was confirmed. The root cause was a lack of solvent during the manufacturing assembly process. A device history record (DHR) review could not be performed as the lot number was unknown. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.